Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin pump did not deliver insulin after a supply change, with the user noting no drops during the fill tubing step and discovering a wet cartridge, and the user was counseled on performing a full supply change in the correct order. Symptoms included none and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting by phone and user education on proper setup. Investigation of this case revealed a likely cartridge handling or setup issue consistent with a leaking or improperly seated cartridge and connector, resulting in no insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.